Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: section d references the main component of the system. Other medical products in use during the event include: brand name: surescan; product ID: 978b133 (lot: va2u8pj); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources--healthcare provider (hcp) and manufacturer representative (rep)--regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence. It was reported that the patient experienced a lead migration or dislodgement; the lead retracted back into the sacrum. Electrodes 0 and 1 were bridging the anterior surface. The patient reported no falls. It was unknown why the lead had moved. The patient had the lead replaced. The issue has been resolved.